Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device replacement procedure, the device header came off. Additionally, the lead was surgically abandoned for an unspecified product performance issue. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. No electrical testing of the device was performed due to the fractured header wires. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Event description:
Additional information received clarified that the lead was surgically abandoned electively. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 31, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that during a device replacement procedure, the device header came off. Additionally, the lead was surgically abandoned for an unspecified product performance issue. The device was explanted and replaced. No additional adverse patient effects were reported.